Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential device malfunctions addressed in the product labeling.

Event description:
Healthcare professional reported that during an injection with juvéderm® ultra xc, they had the ¿syringe explode on us tonight and we had to use another and inject another syringe." It was later clarified that, "the nurse just put the needle on and it came off pushing [the plunger] right through". Product spilled. No injuries reported.